Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that error code 240.4150 occurred. There was no reported patient involvement.

Event description:
It was reported that error code 240.4150 occurred. There was no reported patient involvement.

Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer due to 240.4150 error. Replaced damaged door keypad and cover door. Replaced corroded right/ left iui's. Replaced bezel assembly. Lvp bezel post recall completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/11/2016 to present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.